Event description:
It was reported that an episode of non-sustained lead noise due to electromagnetic interference was observed via a remote transmission. Patient is dependent and felt symptoms of light headedness and dizziness. Right ventricular sensing values were low but capture threshold, pacing, and high voltage lead impedance values were all normal and stable. Lead testing was recommended. Device remains implanted. No further information is available.